Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during op port is broken at the distal end and one piece fell in patients cavity.

Event description:
According to the reporter, during op he saw a green glimmer part in the thorax. This part could be removed without problems and surgeon noticed that it is a part of the thoracoport.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo, one device opened by the account and four devices sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The photo depicts the device in a plastic bag displaying the chipped cannula. The distal end of the threaded sleeve was chipped. The condition of the instrument precludes functional testing. The visual inspection of the four sealed units noted no abnormalities. Functionally; the obturators were inserted and removed from the threaded sleeves with no binding or difficulty. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.